Manufacturer narrative:
The device was returned from the field and was evaluated. The impedance anomaly observed in the field was not reproducible. Interrogation of the device revealed the device was above eri when received. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance were tested. No anomaly was detected.

Event description:
During implant, right ventricular lead impedance was out of range when connected to device. Normal values were observed when the lead was connected to the patient system analyzer (psa). The physician alleges the issue is with the header of the device, the device was exchanged to resolve the issue and the patient was in stable condition.